Event description:
It was reported that the cutter fractured inside the patient. Additionally, it was noted that the surgery was completed successfully with no adverse consequences or medical intervention and additional information indicated that the tip was retrieved.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The cutter was visually inspected for damages, and the tip of the inner shaft has broken off. The tip was received with the product. Also, interference to the distal window was noticed. Unable to perform a functional inspection due to the broken tip. The probable root cause could be debris got caught between the tip and housing causing the tip break.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cutter fractured inside the patient. Additionally, it was noted that the surgery was completed successfully with no adverse consequences or medical intervention and additional information indicated that the tip was retrieved.